Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0z2ps, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the leads were implanted on (B)(6) 2015 and the patient has been hospitalized all apart from about 2 days since then. The implantable neurostimulator (ins) was not implanted until (B)(6) 2016 because of the complications. The patient had a hard time swallowing, ¿has been down¿, and cannot stand or walk since the leads were implanted; the patient has been going downhill ever since. Follow-up with the health care provider (hcp) indicated that the cause of the patient¿s symptoms is unknown as it was too soon to know. The hcp noted that they were unable to do an MRI due to an open/incomplete circuit as the ins was not implanted/connected, yet. Reprogramming was performed to attempt to alleviate some of the patient¿s symptoms but the patient continued to decline; the issues are ongoing. Please see report number 2649622-2016-02824.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.